Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white component damage and leaked fluids leaked out during preparation of the infusion bag. Large hole in the tube, casting defect.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no sample or photo for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.